Event description:
On 9/21/92, a device was implanted. On 2/3/95, the cylinders and pump were revised. On 12/13/96 the entire device was removed from the pt due to fluid loss. Add'l lot/serial # ar265 004.